Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to a change in impedance during implantation in lbb and md believes the screw on the lead broke when trying to withdraw it. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.